Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis was likely associated with a breach in aseptic technique during the pd exchange (a known risk factor), according to the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an infection and needed to also connect a bag of medication to address the infection. Upon follow up, the patient¿s pd nurse reported that the patient was experiencing symptoms of cloudy effluent. As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic. Per the nurse, the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis for peritonitis. The nurse stated that the patient is recovering from the event and continues pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Correction: d4, h4 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an infection and needed to also connect a bag of medication to address the infection. Upon follow up, the patient¿s pd nurse reported that the patient was experiencing symptoms of cloudy effluent. As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic. Per the nurse, the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis for peritonitis. The nurse stated that the patient is recovering from the event and continues pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.